Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06591. It was reported that the patient presented for a scheduled lead revision procedure due to noise on the right atrial lead and increased threshold on the right ventricular pacing lead. Also, the rv lead exhibited an increase in pacing lead impedance values since (B)(6) 2019. The impedance values were not out of range and no loss of capture was observed. However, the physician decided to replace both the leads due to the patient being dependent with no undying rhythm. Both the rv and ra leads were capped and replaced on (B)(6) 2019. During the procedure, the physician elected to explant and replace the patient's pacemaker due to having less than one-year battery life to reach the elective replacement indicator (eri). The patient was stable throughout the event.

Event description:
New information received noted that fracture was also noted on the rv lead.

Event description:
New information received notes that the rv lead fracture was discovered by the clinic and then the patient was scheduled for the lead revision; however, no noticeable fracture was observed under fluoroscopy during the procedure. No externalized conductors were observed either.